Manufacturer narrative:
Citation: khan et al. Coronary angiography and percutaneous coronary intervention after transcatheter aortic valve replacement with medtronic self-expanding prosthesis: insights from correlations with computer tomography. Int j cardiol. 2020 oct 15;317:18-24. Doi: 10.1016/j.ijcard.2020.05.065. Epub 2020 jun 1. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding coronary angiography and percutaneous coronary intervention after transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 1, 2012 and november 30, 2017. The study population included 32 patients (predominantly male, mean age 85.2 years), all of which were implanted with a medtronic corevalve (25) or evolut r (7) bioprosthetic valve (unique device identifier numbers not provided). Among all tavr patients, post-implant adverse events included: st-elevation myocardial infarction (stemi) or non-stemi requiring per cutaneous coronary intervention (pci); tavr valve left main coronary occlusion preventing successful pci; tavr valve preventing advancement of guide catheter thru stent frame. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.